Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation : a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One device was returned for further analysis and it was confirmed that the white proximal hub had a hairline fracture. A document-based investigation was performed. The manufacturing documents in place at the time of manufacture were reviewed and no notable gaps in production or processing controls were noted. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. However, the hubs are manufactured by a supplier and the supplier has been notified. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Catalog number: c-utlmy-701j-rsc-abrm-hc-ihi-fst-a-rd. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the hub of the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was cracked. The device was implanted on (B)(6) 2017 and the crack was discovered on (B)(6) 2017. The product problem ultimately necessitated the placement of another central line. Additional information has been requested from the customer, but none has yet been provided. The device has been returned for evaluation; however, as of the date of this report, the investigation is still pending.